Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1, -11.0/2.0/081 (sphere/cylinder/axis) , implantable collamer lens tore in the injector. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk. Claim# (B)(4).